Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted on an unspecified date with elevated lactate dehydrogenase (ldh) values. Inr values were therapeutic. The patient was administered 2 doses of tissue plasminogen activator (tpa). No elevated powers were noted within pump history until (B)(6) 2018 when the nurse reported elevated pump power and estimated flow values. The lvad clinician reportedly did not see this in the pump history. It was reported that the lvad sounded smooth. An echocardiogram was performed on (B)(6) 2018 which found that there was no evidence of pericardial effusion, intracavitary mass, thrombi, or vegetation. The aortic valve opened with each systole at a baseline speed of 8800 rpm. Septum was midline. The left ventricle (lv) had severely depressed systolic function, impaired lv relaxation, and elevated leukocyte alkaline phosphatase (lap) at a grade 2 diastolic dysfunction. There was also mild aortic regurgitation. Additional information was requested, none has been provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. Patient remains on lvas support and no other issues have been reported. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.